Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piece that holds reservoir was broken. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was able to lock in place but it will be loose and fall out. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap or reservoir will not lock properly due to missing retainer. Also the middle keypad button is cracked.

Manufacturer narrative:
Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap or reservoir will not lock properly due to missing retainer. Also the middle keypad button is cracked.